Event description:
It was reported that, elevated cobalt and chromium serum levels; diagnosed as adverse local tissue reaction related to the device. MRI indicated large effusion and patient is experiencing occasional discomfort. Not serious at this time and no treatment but sed rate and crp to be checked, as well as sensitivity/ion levels with a recheck in six months, or if symptoms warrant. Pre and postoperative x-rays are on file.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that, elevated cobalt and chromium serum levels; diagnosed as adverse local tissue reaction related to the device. MRI indicated large effusion and patient is experiencing occasional discomfort. Not serious at this time and no treatment but sed rate and crp to be checked, as well as sensitivity/ion levels with a recheck in six months, or if symptoms warrant. Pre and postoperative x-rays are on file. Pt underwent revision surgery.